Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone, she has been experiencing high blood glucose and was unsure what may be the cause. Her blood glucose was 500 mg/dl and current 516 mg/dl, treated with bolus. Troubleshooting was performed and it was found the cannula of the infusion set was bent. Customer declined further troubleshooting. Customer was advised to change reservoir, infusion set, and insulin. Customer was advised to call when issues begin. The device is not being returned for further analysis.